Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the m. Blue were determined. Permeability test: a permeability test has shown that the m. Blue is occluded while the progav 2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the progav 2.0 is operating within the specified tolerances in horizontal position. Due to the determined occluded m. Blue, a computer controlled test is not applicable. Adjustment test: the valves were tested and both valves are not adjustable in all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valves. Internal inspection: after dismantling of the valves, organic deposits were found. Results: based on our investigation results, we have determined that there is a blockage in the m. Blue valve and that both valves are not adjustable. The deposits visible in the valves led to the functional impairments. Deposits caused by substances naturally present in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue plus(#fx804t) was implanted on (B)(6) 2024. According to the complainant, the shunt system caused an under-drainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.